Manufacturer narrative:
Device was returned for evaluation. Reported event: an event regarding a fractured adaptor was reported. The event was confirmed. Method & results: device evaluation and results: it was determined the device failed as a result of bending overload medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been similar previous reported events for this lot ID. Conclusions: the root cause of the reported event was determined by a material analysis sme to be bending overload. No further investigation is required.

Event description:
While attempting to extract restoration modular stem, the stem adapter piece broke off and remained attached to the stem.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
While attempting to extract restoration modular stem, the stem adapter piece broke off and remained attached to the stem.